Event description:
It was reported that the zimmer ats 3000 tourniquet was not working. Add'l clinical follow up with the customer clarified the reported issue to be that the device was leaking; however there ws no pt involvement as the issue occurred before surgery. The hospital has several devices available, and the device was replaced with an alternate device for use during the procedure. There was no surgical delay as a result of the reported issue.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 05/19/2010 and has no repair history at zimmer surgical. Evaluation of the device observed that the device entered an audible alarm state after idling; that is, not in use while powered on for greater than two hours but showed no error codes. The "alarm silence" button was not always responsive for the "cuff defl" warning alarm. It was also observed that the battery was greater than one year old. Prior to repair, the device was within calibration and functional specifications. Clarification was provided during customer follow-up that the device was leaking; however, this could not be confirmed during testing. Cause of the customer's event could not be confirmed as the event could not be duplicated. The device was serviced and returned to customer.